Event description:
Technical examinations of the device involved were performed. During testing of the device it has not been possible to detect any irregularities. A: based on review of historical data from the past 24 months, the frequency and severity of occurrence of 'diabetic ketoacidosis' reported with the use of novopen 3 is 0.86%, which is similar to the expected occurrence for the novopen 3.

Event description:
Diabetic ketoacidosis [diabetic ketoacidosis]. Case description: analysis reply: product: novopen 3, lot no.: pv40232. Technical examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During testing of the device it has not ben possible to detect any irrgularities. Product: levemir penfill, lot no.: rw50056. The returned products were examined visually. Furthermore, the parameters identity, assay and insulin detemir related impurities were examined. The product was found to be normal. The results were found to comply with specifications. Follow-up information received in 11/2005. Since the lastest submission of the case the following information has been updated: -analysis results. Questions received from FDA to october 2005: q: any evaluation or information used by your firm to determine whether the event described in the medical device report is or is not attributable to the device. A: examinations of the device used when the event occurred did not reveal any irregularities. The device functioned according to specifications. Q: all information, including any evaluation or analysis, from which your firm determined that the reported event has occurred, oris occurring with lesser or greater frequency or severity than is stated in the labeling for the device or; if there is not any pertinent statement in the labeling, than is usual for the device. State the expected and observed frequency and severity of the occurrence for this reported incident with this device. A: based on review historical data from the past 24 months, the frequency and severity of occurrence for 'hyperglycaemia' and 'blood glucose increased' reported with the use of innovo is 1.29%, which is below the expected occurrence.

Event description:
This spontaneous report, reported by a diabetes nurse specialist. Reported as "high blood glucose levels, ketones and dka", concerns a pt with diabetes mellitus. The pt was switched from lantus (insulin glargine) and novorapid (insulin aspart) to levemir (insulin detemir) and novorapid with novopen 3 insulin delivery device in mid march 2005 mainly in an attempt to help with weight gain pt was experiencing. In 2005 the pt was in initial contact with the diabetes nurse specialist due to high blood glucose levels and ketones. Despite extra novorapid doses the pt was admitted with diabetic ketoacidosis the next day and settled on IV insulin and was discharged on reduced dose of levemir. This case is linked to MFR. Report # 9681821-2005-00042 for a second event that occurred with the same device.